Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. (B)(4). A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported (B)(6) 2020, the patient was hospitalized with a suspected buried bumper. It was reported (B)(6) 2020 that the buried bumper had been confirmed and endoscopically removed on (B)(6) 2020. Duodopa therapy temporarily discontinued for approximately one month and patient¿s therapy switched to oral stalevo. The patient was discharged from the hospital on (B)(6) 2020. The patient received augmentin.